Event description:
The procedure was an elective total laparoscopic hysterectomy, bilateral salpingo-oophorectomy with davinci assistance, and possible laparotomy. Following specimen removal transvaginally, the davinci robotic system suffered a series of faults. Troubleshooting of faults was overridden several times resulting in a system override. Intuitive surgical was called by the circulating nurse. Instructions were provided to shut the system down and reboot which was performed twice and the fault was unrecoverable. At this point, the physician could not proceed any further. The device was undocked and physician decided to close the vagina transvaginally.